Event description:
The vyaire airlife sterile water for inhalation bottle has a smaller hole with a small plastic piece on top where the adaptor twists on that isn't allowing the adaptor to fit snuggly. The small plastic part that is needing to be cut off for the adaptor to fit in the hole correctly. This has not needed to happen previously. Appears to be a part of the plastic molding.